Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose level due to a bent cannula. Further, she faced this issue around ten times. Around, (B)(6) 2020, the patient went to the hospital because she could not bring her blood glucose level down. Her highest blood glucose level was over 700 mg/dl. The hospital agreed that she did not receive the correct amount of insulin delivery that day, despite the cannula being inserted in her body. Reportedly, the patient usually changes the infusion set after three days. During hospitalization, she received fluids and intravenous medication (drug name unknown) as corrective treatment, which resolved the issue. About (B)(6) 2020, she was released from the hospital (she was discharged four days later) with no permanent damage caused to her. Moreover, she did not noticed any damage to the infusion sets when the package was first opened and also the cannula did not remained in her body. Currently, she was using manual injections for insulin delivery. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.